Event description:
I received the depuy metal on metal asr hip due to left hip pain. Hx of avascular necrosis after a traumatic fall. I was never able to recover and was notified in (B)(6) 2010 that I had received a defective hip. I was very ill. My cobalt level was 270 and my chromium level was a high of 56. I developed cardiac problems along with many other adverse effects from the metal ions. I had revision surgery (B)(6) 2010 and the device head was replaced. Today approx 25 months later my cobalt and chromium levels are within normal limits serum but the chromium level remains critically elevated in my urine. I have had chronic uti's since (B)(6) 2011. Please contact me I have so much documentation and would like the FDA to understand that detailing with metallosis is a major medical issue. I hope you can learn from my experience.